Manufacturer narrative:
This product is not marketed in the us. (B)(4). Word order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned dry, in micro centrifuge vial. Visual inspection found no visible damage to lens and dry, clear surgical residue on the lens surface. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.00/5.5/091 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to asymmetrical vault. This exchange resolved the problem.